Event description:
It was reported that the lead was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. No damage was found on lead tip. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation was breached cut and there was blood in/on the helix mechanism. Full lead returned and analyzed.